Event description:
Patient undergoing cesarean section, kiwi 6000s vac was requested. When the md was pulling instrument from the package, the handle broke exposing the spring. FDA safety report ID # (B)(4).